Event description:
Pt treatment on 05-20-98 uneventful. Pt checked into ER at 8:30 pm on 05-20-98 complaining of dizziness, abdominal pain. Pt noted to be lethargic. Pt was admitted to the hosp at 11:10 pm but expired before reaching the room after midnight on 05-21-98. Lab analysis showed a significant decrease in hematocrit and hemoglobin, elevated potassium and low oxygen.